Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented to the emergency room with a heart rate in the 30 beats per minute (bpm) range. The rv lead exhibited loss of capture (loc) at maximum outputs. An invasive procedure was performed. The lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that analysis was completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted the lead was returned severed in two segments with the extracting stylet in the distal segment and deformation of the distal coils that was felt to be induced damage at explant. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode tip found no anomalies. The outer covering on the distal shock coils was noted to be abraded through to the coils. Laboratory testing was unable to reproduce the reported clinical observations.